Event description:
It was reported that an ilet user received a rapid-fall alert showing a decreasing glucose with a subsequent urgent low notification while using the system after announcing a normal meal but substituting a biscuit with oats and fruit, and the user treated with small amounts of soda as instructed; fingerstick values were higher than the ilet readings, suggesting inaccurate sensor values that triggered false low alerts. Symptoms included hypoglycemia with a nadir of 54 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to meal announcement and carbohydrate differences, with the user interface as the involved component; the medical device problem category reflected an incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.